Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a display anomaly. Blood glucose value was 165 mg/dl at the time of the incident. Troubleshooting was performed but the display did not return. The device will be replaced and returned.

Manufacturer narrative:
Open book / critical pump error after battery installation. Constant critical pump error alarm and pump error 35 due to moisture damage on the electronic assembly. Corroded motor assembly noted during visual inspection. Unable to confirm frozen display due to constant critical pump error alarm.